Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue was not confirmed. The gpos (general purpose operating system), rtos (real time operating system) and gib (generator interface board) were replaced as per customer request. The system was tested and found to be working as intended and returned to service.